Manufacturer narrative:
(B)(4). Allergic rhinitis

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis and health hazard analysis. Complaint history trending for disopa solution for the problem related to respiratory reaction and allergic symptoms did not reveal a significant trend. Batch record review of disopa solution was not possible since the lot number was unknown. The fmea (failure mode effects analysis) score for user allergic symptoms and respiratory reaction is below the threshold of 100 the shuma (system hazard use misuse analysis) has been assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed and the hazard/risk is none/negligible. There was no product returned for investigation. The lot number was not available for retain evaluation. The disopa solution is manufactured in (B)(4) and sold exclusively in (B)(4). Disopa is similar to cidex opa solution sold in the united states. As indicated in the cidex opa solution instructions for use (IFU), exposure to cidex opa solution (same as disopa solution) may elicit an allergic reaction. Avoid exposure to ortho-phthalaldehyde (opa) vapors, as they may be irritating to the respiratory tract and eyes. Disopa solution may aggravate preexisting asthma or bronchitis. Symptoms are typically transient and disappear once the user is moved to a well-ventilated area. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb opa from the air. Users should be trained in the proper handling of opa solution. . It has been identified in the risk documents that respiratory reaction may be caused by inadequate ventilation, spills, splash, improper ppe, odor, leakage from aer, and uncovered trays.

Event description:
A healthcare worker (hcw) reported allergic rhinitis symptoms and decreased sense of smell when working with sterihyde (glutaraldehyde disinfectant) used by the facility prior to use of disopa. The symptoms continued after the switch to disopa; however, were reported as not serious. The healthcare worker sought medical treatment and was diagnosed with allergic rhinitis (date unknown). The symptoms were treated with an onon capsule (oral medication, pranlukast hydrate) and nasonex (nasal drops, mometasone furoate hydrate). It is unknown if the medications are prescription. The healthcare worker wore gloves, goggles, mask and gown at the time of the event. It was suggested to the hcw to use an active carbon mask. It was reported that there was a strong air fan behind each of the two endoclens-d automatic endoscope reprocessors (amano). Endoscopes are processed in the endoclens-d and other instruments are reported to be disinfected in a tray with disopa. The hcws stated that they will discontinue using the tray with solution. Other products in the endoscope room include formalin which is used to preserve samples and "other medications" which were not specified. Two aers (serial number unknown) at the hospital were reported to be functioning normally with no error. Note: this hcw started complaining of her symptoms after she heard about a co-worker in the facility who developed asthma (reference 2084725-2011-00046 manufacturer report).